Manufacturer narrative:
The customer stated that the device was a contributing factor in this incident, as they expected a red abp disconnect alarm when the patient removed the invasive catheter. The customer acknowledged that an invasive pressure inop alarm (overrange) was provided (as well as inops for ECG leads off and spo2 non-pulsatile). A philips field service engineer (fse) tested the bedside monitor and central station post incident, and found both to be performing to specifications. Alarms were provided as appropriate for simulated conditions/events. The fse also performed testing with a catheter under different conditions to demonstrate the alarms that would be provided. With the catheter connected, but not inserted (into a vein), a overrange inop message and alarm tone were provided (as expected). The fse reviewed device alarm behavior with hospital staff, and explained that the overrange inop message/alarm was the appropriate alarm under the circumstances described (patient removed catheter). Based on the available information and device testing, we will consider that there was no device malfunction. The device provided an invasive pressure inop alarm (overrange) when the invasive catheter was removed. The fse verified that the device was operating properly during a post incident site visit. No further action or investigation is warranted.

Event description:
The customer reported that a device did not alarm as expected when a patient removed a catheter.